Event description:
Normal vaginal birth; birth; well baby. Device applied 2x for short periods during labor. Immediately after birth infant had low apgar (1 @ 1 minute); improved to 8 @ 5 minutes. Approx 30 minutes after birth infants head increased in size due to bleeding between skull and external tissues. Infant stabilized and transported to tertiary facility.